Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 patient in spain underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient had abdominal pain radiating to ribs that required hospitalization the diagnosis was pneumoperitoneum. The patient was treated with amoxicillin intravenously. On (B)(6) 2017 a computerized tomography scan was performed and showed no perforation, pneumoperitoneum. The abdominal xray also confirmed pneumoperitoneum and feces. On (B)(6) a new computerized tomography scan showed no collections, no pneumoperitoneum and no problems of placement / dislocation of plate or perforation. The physician had prescribed ciprofloxacin IV (stop amoxicillin) to cover possible infection. The patient had improved. On (B)(6) 2017 no collections, no pneumoperitoneum and no problems of placement / dislocation of plate or perforation.